Manufacturer narrative:
B5: added new information . D1: corrected brand name. D4: corrected serial number.

Event description:
The nurse reported that the patient was hemolyzing last night as urine was dark red/tea colored. Urine is now cleared up

Event description:
A 36-year-old female with a history of cardiac surgery developed post-cardiotomy cardiogenic shock, initially treated with inotropes and vasopressors. Due to persistent hemodynamic instability, a multidisciplinary heart team elected to implant an impella rp flex for right-sided mechanical circulatory support. Following device implantation, the patient¿s hemodynamics improved, allowing weaning of vasoactive therapy. On day 3 of impella rp flex support, the patient developed dark-colored urine, raising concern for hemolysis. This finding subsequently resolved without additional intervention. The next morning, transthoracic echocardiography revealed that the pump outlet had migrated below the pulmonic valve. The cardiologist advanced the device to reposition the outlet back across the pulmonic valve into the pulmonary artery. Later the same day, the impella rp flex demonstrated a significant reduction in flow to 0.5 l/min. No report of sudden motor current abnormality prior to troubleshooting. Given the marked reduction in device output, the cardiologist elected to remove and replace the impella rp flex. In the cardiac catheterization laboratory the impella rp flex was removed, visible biomaterial / clot was noted in the inlet cage upon explantation. A new impella rp flex was successfully implanted. The patient experienced no hemodynamic instability during the exchange. The patient remained therapeutic on systemic heparin throughout the device exchange.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the root cause of the hemolysis was not determined due to lack of sufficient clinical details and unreturned product for further investigation. Low or blocked pump flow: the root cause of the low or blocked pump flow was not determined due to lack of sufficient clinical details and unreturned product and data logs for further investigation.